Event description:
It was reported by the affiliate in japan that during an unknown procedure on an (B)(6)2023, it was observed that the vapr tripolar90 suction electrode device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the ceramic on the tip of the device was broken . It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary, the complaint device was received and evaluated in juarez laboratory. Visual inspections revealed that the ceramic of the tip is broken, the shaft do not show structural anomalies. The electrode will be sent for electrical test and further investigation to the supplier. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result; the device was not returned in the original packaging. The active tip has evidence of activation and there are some possible tissue residues inside one of the central suction holes. There is evidence of dried out saline around the peripheral of the active tip. The right hand side of the ceramic has been chipped off. The heatshrink, cable and plug look in good condition. The electrical test failed in the active cut return during hipot testing. The functional activation test was not conducted due to state of tip. The device passed all other electrical testing and flow rate testing. DHR review of the reported device, 795000 tripolar 90 suction electrode (225028) lot. U2206103, showing no issues (ncrs or deviations) with the manufacturing process which might explain the failures observed. A further search has reveal no issues (ncr or deviations) associated to the ceramic pat number (195005) used in the assembly of these electrodes for the past 12 months. The reported device has been evaluated by the cardiff evaluation team passing the electrical and flow rates test apart from the hipot testing probably due to the cracked ceramic the device shows. While a definitive root cause cannot be determined, due to lack of information regarding the issue during the procedure, the crack in the ceramic is typically associated to the introduction of another metal instrument during activation or accidently force applied to the device such as falling. Therefore atl cardiff will proposed no actions in relation with this occurrence. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.